Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm believes the screen went blank, not that the iabp shutdown. The stm found error 111 and 112. If the coiled cable was touched the screen would black out. The stm cleaned, fully mated and de-mated the coiled cable connector 50 times per service bulletin 0055-00-0823d. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unexpectedly shutdown. It is unknown if there was any patient harm/injury; however there was no adverse event reported.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unexpectedly shutdown. It is unknown if there was any patient harm/injury; however there was no adverse event reported.